Event description:
Procedure: laparo rectum. Reportedly, after firing, the device was removed from the cavity and the anastomosis was not completed. Part of the anastomosis came out with the instrument. The surgeon converted to an open procedure, an additional cut and a re-anastomosis was performed.